Manufacturer narrative:
The investigation determined that a lower than expected vitros tsh result was obtained on a single patient sample tested on a vitros 5600 integrated system. A definitive root cause could not be determined. Pre-analytical sample handling and/or a sample interferent could not be ruled out as contributing factors. Additionally, the investigation did not find any evidence to suggest that the customer¿s vitros 5600 integrated system or vitros tsh reagent was not performing as expected.

Event description:
A customer complained that a lower than expected vitros tsh result was obtained on a single patient sample tested on a vitros 5600 integrated system. Vitros tsh patient result of <0.015 miu/l vs. Expected of 0.649 miu/l biased results of the direction and magnitude observed could lead to inappropriate physician action. The patient result was reported outside of the laboratory; however, the physician requested that the sample be repeated at alternate sites. There was no allegation of patient harm as a result of this event. (B)(4).